Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent revision surgery at 8 years post-operative due to loosening/lysis. Conversion into rsa.